Event description:
It was reported that in the ICU, the doctor located the left subclavian with the introducer needle and the raulerson syringe, but experienced a little difficulty when passing the guide wire through the syringe into the vein. When attempting to remove the needle and syringe, the guide wire became stuck in the syringe and began to unravel. As a result, the physician removed both the guide wire and the syringe together, and a new kit was opened and used without issue via a new puncture site. There was no reported delay, death or complications to the patient as a result of this occurrence

Manufacturer narrative:
Qn# (B)(4). Sample will not be returned for evaluation.